Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate of 12 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.